Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from the consumer. This case was cross referenced with case ID: (B)(4) (same pt). This case concerns a male pt (age unk) who could not bear weight on his right leg and was on crutches while receiving synvisc injection. The pt's past medical history included medical device implantation with synvisc injection in bilateral knees (about two years ago) without any problem and previous medical device implantation of synvisc injection (on unspecified dates and developed knee pain and could hardly walk). No previous medications, concomitant medications or concurrent conditions were reported. On an unknown date in 2012, the pt started treatment with synvisc injection at a dose of 2 ml (dose, route of administration, frequency, batch lot number and expiration date unknown) for osteoarthritis. On an unknown date, after receiving the second injection, the pt could not bear weight on his right leg and was on crutches. It was reported that the pt finished total of the injections after the events. Action taken for synvisc: no change. Corrective treatment: not reported. Outcome for both the events: unknown. The pharmaceutical technical complaint (ptc) was initiated and investigation results are pending. , after receiving the second injection, the pt experienced knee pain and could hardly walk for several days post injection. It was reported that the pt finished the total of three injections after the events. Action taken for synvisc: no change corrective treatment: required the aid of crutches or a cane for ambulation at times. Outcome for both the events: unknown. The pharmaceutical technical complaint (ptc) was initiated and investigation results are pending.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated on (B)(4) 2013: this case concerns a pt who could not bear weight on his right leg and was on crutches after receiving synvisc. The role of device cannot be ruled out based on the device event temporal relationship, however, the lack of information regarding the concomitant medications, the previous relevant medical history and concurrent conditions of the pt precludes the complete case assessment. Medically significant.